Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales specialist reported on behalf of the customer that an a1059 mayfield modified skull clamp had a patient slip. Additional information has been received on 01jul2019 stating that the incident occurred on (B)(6) 2019 after the suboccipital craniectomy, cervical 1-2 laminectomies, resection of intradural tumor and cervical 2 laminoplasty procedure. The pin site was closed with a nylon suture. In addition, they have consulted with an ear, nose, throat (ent) surgeon to check if the nose was broken. There was no delay in procedure due to the product problem. Additional information has been requested.

Manufacturer narrative:
The unit was received having both rotational and lateral movement. The unit needed to have the internal parts of the lock replaced due to wear and repeated use and cleanings. A heavy residue was also present. General maintenance needed. Device history record review showed no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was confirmed. The root cause was unknown, however: most probable root causes outlined in the risk management file: incorrectly assembled device. Improperly tested/inspected device. Improper technique used during procedure. Inadequately maintained device used for procedure. Off-label use of device during procedure (user error). Device used with incorrect/unauthorized devices accessories for procedure. Device identifier # (B)(4).

Event description:
N/a.